Event description:
It was reported that during an ultrasound-guided breast biopsy procedure into a coaxial needle, the probe failed to obtain sample on the first pass. Another device was used to complete the procedure. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The sample was returned with no protective tubing on the needle tip. The device was returned half primed, with the cannula retracted, exposing the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was tested by attempting to twist the rotational knob once to fully prime the device, however, he device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to broken component. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.